Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The complaint was confirmed by failure analysis.